Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer also had an issue regarding very low blood pressure. The customer was advised that we will need to document this incident once he is out of the hospital. The customer was advised that he call us back if there is any further issues.